Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral interventional procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported needle to cuff miss, foot separation and unexpected medical intervention appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue. The deflected needle likely struck the foot plate separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction e1 - last name updated from (B)(6).

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break was found during evaluation of the returned device. The posterior foot was returned with the device. Follow-up with the account confirmed that the foot separation was noted after the procedure. No additional information was provided.